Event description:
It was reported that during the surgery, after mixing, the product had the problem of early solidification. There were no adverse consequences to the patient. Enclosed please find defect photo. No additional information could be provided.

Manufacturer narrative:
Product complaint #: (B)(4). Dmf#: (B)(4). Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: 1. Storage: a. What is the normal temperature in the room where bone cements are stored?----10~25¿ b. In the storeroom is the bone cement kept: near a radiator? Or exposed to direct sunlight?----no c. What was thde level of the humidity in the storeroom at the time of the complaint?----unknown d. Is the bone cement refrigerated before use ? If yes at what temperature?----yes,4¿ e. Are the liquid and powder components separated and stored apart? If yes why?----no f. If using empty mixing system, at what temperature was the system stored at prior to use?----no 2. Operative theatre a. Are bone cements kept in an intermediate area prior to use in theatre?----yes b. What temperature is this room?----21~23¿ c. How long is product kept in this room prior to surgery?----20mins d. What was temperature in the operating theatre at the time of the complaint?----21~23¿ e. What was the relative humidity in the operating theatre at the time of the complaint?----40~60%

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was not returned to depuy synthes for examination. The video and photo investigation confirmed the early solidification, however the root cause cannot be attributed to a manufacturing issue. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Device history lot: a search of the depuy nonconformance (nc) quality system found 2 nc¿s two nonconformance recorded on this batch that was related to process controls and did not impact on the overall product.